Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported to philips there was a strange noise from the unit. The was no patient involvement at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10 the philips service engineer (pse) confirmed the blower failure. The pse replaced the blower to resolve the reported issue. The information provided by the evaluation determined the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service.